Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any anomalies with the exception of procedural damage. The reported event of high pacing lead impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine upgrade procedure, high pacing lead impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.